Manufacturer narrative:
One swan-ganz catheter was received at our product evaluation laboratory for a full examination. The report of balloon issue was confirmed. During visual inspection balloon was found ruptured at the central area. The balloon edges did not match at the ruptured region. All through lumens were patent without any leakage or occlusion. No other visible damage or abnormality was observed from catheter body. The lot number for this device was not supplied. Therefore, the related manufacturing records for this device were unable to be reviewed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during use in patient with this swan-ganz catheter, the balloon did not inflate. The catheter was working normally for 18 hours. The issue was solved replacing the catheter. There was no allegation of patient injury. The device was received for evaluation and the edged of the balloon did not appear to match up.

Manufacturer narrative:
Based on further engineering investigation performed at manufacturing site, balloon and bonding inspection are performed as part of the manufacturing process. Based on the available information a root cause cannot be determined. Additionally, a pra has been generated. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Upon further review, aware date on initial medwatch (medwatch # (B)(4)) was september 14th instead of september 16th. Additionally, field h5 was clicked incorrectly as "no". The filed h5 was clicked as "yes" in this medwatch.